Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The unit was delivering 550 while set to 500. The service technician replaced the flow valve to address the reported issue.

Event description:
It was reported to carefusion that the unit was delivering a higher amount of tidal volume than expected. There was no patient involvement associated with this complaint.